Event description:
It was reported the omnicurve peak sheath was left in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay.

Manufacturer narrative:
Full UDI is not available due to missing lot number.